Event description:
It was reported the subject device was not projecting an image. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rust on coupler and coupler nut, and cable leak. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: bad cable and connector. In regard to the other identified malfunctions, the cable leak was caused due to a tiny cut on cable. As for other identified malfunction, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.